Manufacturer narrative:
B5: additional information received ; it was noted the site findings from the cta taken approximately 3 years, 7 months post index procedure identified a type ia endoleak. No aortic enlargement, stent ring enlargement , stent ring migration or fracture was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection. It was reported corel lab review of CT imaging from approximately 3 years post the index procedure identified a new type ia endoleak in vnmc2828c90tu s/n (B)(6). No fracture, stent ring enlargement, stent ring migration or stent ring detachment was observed. The max aortic diameter was 46.8mm. No aortic enlargement was observed. The cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.